Event description:
The trestle anterior cervical plate and the self-drilling screws were discovered to be broken. The date of the breakage is unk.

Manufacturer narrative:
There were two parts involved in this incident: (B)(4). The device history records for the parts in question were not able to be identified because the lot numbers were not provided for eval. The device master records for the parts in question were evaluated and the changes made have no impact on the safety and effectiveness of the product. The parts will not be returned to alphatec spine. The condition of the pt was not reported by the sales rep. The sales rep reported the following: the pt had undergone a 3-level acdf on (B)(6)2009. Pt was presented on (B)(6)2009, due to unk reason and was revised with recovery screws because two of the screws had back out. The pt was presented again on (B)(6)2009 due to unk reason and was revised again with recovery screws because the other four screws had also backed out.